Event description:
A falsely elevated troponin I result of 1.08 ng/ml was obtained on pt 1 and a result of 1.55 ng/ml was obtained on pt 2. The results were reported to the physician. The samples were retested again and a result of 0.23 ng/ml was obtained on pt 1 and a result of 0.00 ng/ml were obtained on pt 2. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of instrument data indicates that the cause for the falsely elevated troponin I is due to insufficient wash.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of instrument and instrument data indicated that the cause was insufficient wash. The wash wheel was replaced by a dade behring field service rep. The instrument is operating within specifications.